Manufacturer narrative:
Device eval: product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was rec'd in good condition with no damage observed. Microscopic examination of the balloon material revealed a tear in the balloon wall located 1.4 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. There are a number of factors that may influence a complaint of this nature, these included the stenosis and calcification levels, the levels of tortuosity of the vessel or if the lesion was predilated. The mfg records for top assembly batch 9054699 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specs. The exact cause of the tear could not be determined.

Event description:
It was reported that during a pci procedure an atlantis pro2 catheter was not able to advance to the lesion at pre-ivus. The quantum maverick monorail balloon was then used to predilate the severely tortuous and strongly calcified and 90% stenotic mid right coronary artery (rca). After the deployment of the stent, the balloon was used to post dilate and ruptured when inflated to 19-20 atms for 30 seconds. The device was removed intact and the procedure was successfully completed with a different balloon. Pt status is listed as "good".